Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) was observed on the presenting electrogram (egm) during device review. Technical services (ts) reviewed the data and agreed that the presenting rhythm appeared consistent with lv loc. Ts provided reprogramming recommendations for this lv lead. No adverse patient effects were reported. This lv lead remains in service.